Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. Patient was advised to close all applications running in background, forget devices in bluetooth device settings, insert new sensor and try pairing with transmitter which was unsuccessful; a connection was not established. No additional patient or event information is available.